Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead and the catheter could not be effectively fixed to the target position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the operator had an issue with the pacing lead. The operator decides to replace the lead and implant new one. No patient complications have been reported as a result of this event.